Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04384. It was reported the patient's leads migrated. The patient complained of persistent pain in the mid back. Reprogramming of the patient's scs system did not resolve the issue. X-ray showed the one lead was out of the epidural space and the other lead migrated into the ipg pocket. Surgical intervention was taken on (B)(6) 2016 and the patient's leads were revised and repositioned back to the original placement. The patient reported receiving effective stimulation therapy postoperative.